Manufacturer narrative:
The root cause of the failure appears to be a damaged strain relief causing harness failure; the pcb was unaffected. The product literature contains instruction to periodically check the hand control for visible damage. Updated manufacturer date.

Event description:
Provider alleges wires were exposed from wear and tear and wires grounded/touched and sparked and caught on fire and then shut off.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges wires were exposed from wear and tear and wires grounded / touched and sparked and caught on fire and then shut off.